Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 06/22/2026, dr. (B)(6) reported that a 62-year-old female patient presented to apex dental office with concerns related to a previously placed dental implant. Implant placement was performed on (B)(6) 2025 at tooth location # 14. The implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 after final prosthesis delivery. Additionally, the doctor noted that the patient presented 4 months post crown delivery stating the implant felt loose and that since the implant was loaded, the patient noticed the implant didn't feel right. The implant was found to be mobile and easily removed. It is likely the implant never fully integrated but remained asymptomatic, and loading the implant exacerbated the problem. During the examination, the doctor discovered that the implant had failed to osseointegrate and lost osseointegration. As a result, the implant was removed on (B)(6) /2026 using a ratchet/driver. The implant was not replaced. The type of abutment is a custom abutment. The details of the prosthesis were a single tooth, cement retained, and the prosthetic restoration was performed on(B)(6) 2026. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and good oral hygiene. No abnormalities with the implant or the package were reported.